Event description:
It was further reported that the drug in the pump at the time of the event was morphine 10 mg/ml at a daily dose of 7 mg. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Event description:
It was reported that there was a critical alarm. The patient went to the emergency room to stand by for further pump condition check. The pump was checked via the programmer at the hospital emergency and it revealed that a motor stall had occurred on (B)(6) 2014 at 22:01. ¿other issues¿ of low/empty reservoir alarm ((B)(6) 2014) and eos (end of service; 27 month) were ruled out. Event context was reported as ¿patient device maintenance, reprogramming and refill session.¿ a roller study, performed with a priming bolus of 0.01 ml and duration of 1 minute, was performed in an attempt to confirm motor function. The x-ray did not show a clear image and they were unable to determine the roller angle change after bolus; a second x-ray image was not possible at that time due to the lack of the capacity of the x-ray room. The patient did not complain about an increased pain score or withdrawal symptoms. The daily dosage setting was reduced from 7 mg to 5 mg, and the patient was immediately given a 40 mg morphine intramuscular injection and some oral morphine. The patient was sent home on (B)(6) 2014 at 02:00 am to keep monitoring for symptom changes. Later that day, the second roller study was performed; the angle of the roller did not change after the bolus. Malfunction of the motor was confirmed and reported to the hcp (healthcare provider). The patient still had not had any increase in pain score or withdrawal symptom since the night of (B)(6) 2014. The patient was instructed to keep taking oral medicine, monitor for symptom change, and to return back to their ¿opd¿ on (B)(6) 2014. The patient was discharged to home at 3:00 pm. As of (B)(6) 2014, the pump remained implanted within the patient; due to economic issues, the pump could not be replaced ¿so far.¿ it was reported that, ¿when the patient replace the pump, it would be returned for analysis.¿ the pump was being used to deliver an unknown drug. The patient outcome was reported as ¿further management for possible permanent disabilities¿; it was unclear what the intent of the reported patient outcome was, further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).